Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the balloons popped after five pumps. Surgery was converted to open surgery as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.